Event description:
In 10/2004, the pt contacted lfs alleging that their one touch basic enhanced meter was prompting the not ok message. The medical affairs specialist spoke with the pt on the next day. The pt stated that they have been frequently getting the not ok prompt on the reported meter for a few weeks and often has not been able to obtain a blood glucose result. The last result obtained on the reported meter was 105 mg/dl in 10/2004 or the day after. Approx 3 weeks ago, while staying at a friend's home, they tried to test with the reported meter and obtained the not ok prompt. After attempting to test with the meter, the pt said they became confused and were acting "crazy." The pt was not given food or drink following attempted use of the meter. The pt's friend called emergency services. The pt stated they were not alert enough to remember emerency services arriving. A "very low" result was obtained on the emt meter; the pt does not know the specific result obtained. Emt started an IV and took the pt to the hosp. They were hospitalized for one day while their blood glucose level was stabilized, then discharged to home. During the time of concern the pt was taking one pill a day for diabetes; they do not recall the medication name. The pt saw their physician after their hospitalization and their diabetes medication was discontinued. They have not taken any diabetes medication for two weeks. The customer service representative walked the pt through cleaning the meter and retesting. The meter continued to prompt the not ok message. The pt did not allege harm. However, the information supplied by the pt indicates that they experienced injury and medical intervention due to the meter. Based on the unresolved not ok prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.